Event description:
Customer was experiencing multiple intermittent occlusion alarms. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer took correction injections to manage levels and changed the infusion set and cartridge, resuming insulin delivery. No third-party assistance was required. Due to ongoing device concerns, a replacement pump was recommended and approved, and steps were taken to proceed with pump replacement. Customer continued to use the pump for insulin therapy until the replacement arrived.